Event description:
It was reported that the patient had severe brain bleed and was not neurologically intact. Patient withdrew care on (B)(6) 2026. The ventricular assist device (vad) coordinator noted that the patient had not been compliant with anticoagulation therapy throughout the duration of support. The patient¿s family requested that the pump be explanted and that the ruby bearings be retrieved and returned.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.